Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, the shunt sensor leaked. Approximately 30 minutes after the initiation of extracorporeal circulation, the blood leak was found. The leak occurred at the joint of the large blue luer cap. A few mls of blood loss. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4).